Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door did not register as closed due to dirty or faulty contacts in the latch mini switch and possibly loose connections in the wiring harness. A field service engineer cleaned the latch mini switch contacts, re-crimped the wiring harness connectors and applied conductive grease, inspected the wiring harness for damage and cleaned the control board connections. After reassembling the components and testing the tower door multiple times to ensure it registered as closed correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.